Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported by biomed that the arctic sun device failed calibration. Biomed stated it gave an alert 25 (patient temperature 2 out of adjustment range limit). As per follow up information, received via email on 19dec2022, there was no patient involvement reported. Biomed would order a new isolation circuit board and replace it onsite. As per follow up information, received via email on 27dec2022, biomed stated that the isolation board fixed the initial problem; however, it did not pass calibration due to bad chiller pump not cooling and reservoir fill sensors.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported by biomed that the arctic sun device failed calibration. Biomed stated it gave an alert 25 (patient temperature 2 out of adjustment range limit). As per follow up information received via email on 19dec2022, there was no patient involvement reported. Biomed would order a new isolation circuit board and replace it onsite. As per follow up information received via email on 27dec2022, biomed stated that the isolation board fixed the initial problem, however, it did not pass calibration due to bad chiller pump not cooling and reservoir fill sensors.